Event description:
It was reported that the patient was having trouble pairing their implantable cardioverter defibrillator to their mobile app. Upon further review, it was suspected that there was loss of bluetooth functionality. No programming changes were performed, however the issue was resolved via re-downloading the mobile app. There were no patient consequences.